Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The site reported that the patient died and the date and cause of death are unknown but per their report, the death was not related to the superdimension device or the enb procedure.